Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 8 months post-surgery. The patient experienced invasive revision procedure following mesh failure.

Manufacturer narrative:
The product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, pain, and mesh migration.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. If information is provided in the future, a supplemental report will be issued.